Manufacturer narrative:
There can be several root causes of leaflet thickening. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation and/or stenosis. Depending on the severity of the leaflet thickening, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm mitral valve was being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 3 months due to leaflet thickening, leaflet motion restricted, significant stenosis and mild eccentric regurgitation. Patient expired due to cardiogenic shock, acute-on-chronic renal failure, lactic acidosis, anemia, and acute respiratory failure before a viv procedure could take place. As reported, patient was hospitalized due to acute-on- chronic renal failure and septic shock; patient developed lactic acidosis and cardiopulmonary arrest requiring CPR. Patient underwent mitral valve valvuloplasty and intraaortic balloon pump. Patient code status was changed to dnr per family request and patient expired later.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated f10 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.